Event description:
Reporter indicated that patient had his vns therapy pulse generator replaced due to battery end of service. Generator was subsequently returned to manufacturer for product analysis. Analysis found that "the reported event, battery nearing end-of-life, was confirmed." Final electrical testing found the r35 resistor to be out of specification. Once the resistor was replaced, electrical testing yielded results within normal limits. The resistor being out of specification had minimal impact on battery longevity.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.